Event description:
It was reported that during a procedure of a lesion located in a cx vessel, the guide wire was advanced to the lesion, but it would not cross. The vessel was reported to be very tortuous and calcified. As the guide wire was retracted, there was strong resistance encountered. Only during the third attempt could the guide wire be removed. Subsequently, the distal part of the guide wire tip separated. There were no attempts made to remove the separated portion of the guide wire from the pt. This fragment remains in the pt's vessel.